Event description:
It was reported that the ll vlv adpt(stand alone) needed excess force to prime due to flow issues/blockage. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "lure lock unable to be flushed/primed. Excess force is needed to prime the lure lock."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the lure lock will not flush or prime. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 20116998 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20116998 regarding item #2000e.

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt(stand alone) needed excess force to prime due to flow issues/blockage. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "lure lock unable to be flushed/primed. Excess force is needed to prime the lure lock."